Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/09/2019. Additional information: d10, h3, h6. Correction: d3, g1. H3 device evaluation summary: twenty-seven unopened samples of product code v2920h, lot # pabcdht0 were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found. Additional information was requested and the following was obtained: did 2 devices had issue in the same surgery? When did the needle pull off occur- in the package/ during dispensing before use on patient/during use on patient? The customer did experience problem when they sutured. The nurse that reported it stated that it was in the same procedure. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-86390 and 2210968-2019-86392. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pabcdht0 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle loosens/comes off the suture during suturing. There were no adverse patient consequences reported.